Event description:
The patient was hospitalized for hypoglycemia and cardiac arrest.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient was administering insulin with injections prior to initiating pump therapy and did not adjust her pump insulin dosage to compensate for medication already in her system. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.